Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked in the distal end and demonstrated signs of buckling in the active deflection section. The working channel sleeve extended from the distal cap when received. The strap was broken at the transition to the hammerhead section. The detached portion (hammerhead) of the strap was not returned. There were no voids in the material at the break on the section that remained attached to the handle or the detached portion. There were no sharp edges or flash on the portion of the strap base that holds the strap. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attempting to pass a spybite through the spyscope ds, it was noticed that the working channel of the spyscope protruded at the tip of the scope. No part of the spyscope ds detached inside the patient. Reportedly, the strap of the spyscope ds broke. In addition, there was no alleged malfunction with spybite biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while attempting to pass a spybite through the spyscope ds, it was noticed that the working channel of the spyscope protruded at the tip of the scope. No part of the spyscope ds detached inside the patient. Reportedly, the strap of the spyscope ds broke. In addition, there was no alleged malfunction with spybite biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event.